Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device did not power on using the battery but was able to turn using ac power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The device passed both manul and preset measurement simulation tests. No issues related to measurement accuracy were identified. Additional inspection showed the power on/off button gets stuck and is damaged. The battery was charged overnight but the device was still unable to power on under battery power. Internal inspection showed cosmetic damage in the case. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported patient states are not reading correctly. No patient impact or consequences were reported.